Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to correctly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer had a blood glucose level of 313 mg/dl. When the mother checked the infusion site, she noticed that the cannula never entered the skin. The pod, which was worn for 1.5 hours, was removed and replaced.